Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a proximal femoral nail antirotation procedure when using the reamer the head of the reamer broke. There was no way to take out the broken part, therefore it was left inside of the patient . The procedure was finished successfully and the patient was released. There was not a report of a surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: we have forwarded the complained article to the responsible product development center for evaluation. The review of the production history revealed that this instrument was manufactured in 2009 according to the specification. No manufacturing related issues that would have contributed to this complaint were found. The instrument showed visible signs of use with surface scratches. There are also visible signs of rotational wear along the shaft. The cutting surface has visible knocks and blunt edges in the blade. The laser etching is fading on the shaft providing evidence that the instrument was likely repeatedly washed. Based on these results it is likely that mechanical force in combination with wear and tear led to the breakage of the tip. No product fault could be detected. Device MFR date: 2009. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 1 for complaint (B)(4).